Event description:
Female consumer via phone stated that her oral-b precision clean brush head broke off in her mouth and there was a rip/tear in the brush head. No injury was reported.

Manufacturer narrative:
On 22-nov-2021 case update: reporter provided update to event with a picture. New conclusive evidence that product failure is no longer related to a reportable malfunction.

Event description:
Female consumer via phone stated that her oral-b precision clean brush head broke off in her mouth and there was a rip/tear in the brush head. No injury was reported.

Manufacturer narrative:
22-nov-2021 case update: reporter provided update to event with a picture. New conclusive evidence that product failure is no longer related to a reportable malfunction.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Female consumer via phone stated that her oral-b precision clean brush head broke off in her mouth and there was a rip/tear in the brush head. No injury was reported.